Event description:
No new information.

Manufacturer narrative:
Additional information: d6a, d6b, d9, h3, h4, h6. Device evaluation: follow-up report submitted to document the results of the device evaluation. The reported event could not be confirmed because no postoperative CT scans were submitted. However, the removal of the plates was confirmed by the return of the plates to stryker freiburg. Following orthognathic surgery with facial ID plates, two plates were removed and the bsso was repeated due to postoperative occlusal malalignment after removal of the splint, but no postoperative imaging data was available for further evaluation. Reviews of the design, manufacturing, and DHR by stryker and 3d systems revealed no inconsistencies, and without additional clinical data, the cause of the occlusion problem cannot be determined. Based on the investigation, there are no indications of a malfunctioning product or a problem related to the design, material, or manufacturing. Therefore, no corrective and/or preventive measures are considered necessary at this time.

Event description:
It was reported that secondary surgery needed to redo bilateral sagittal split osteotomy.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.